Event description:
It was reported that during a da vinci s surgical procedure, when the site unplugged the light guide cable, the tip was melted and left a burn mark on a staff member. No further information was provided.

Manufacturer narrative:
The light guide cable was requested back for investigation. As of the date of this report, the product has been received. The initial reporter has been unavailable to provide additional detail about this event. Upon follow up the or material manager stated she was aware of the alleged injury; however, she was unable to answer any follow up questions and would have someone contact isi to provide additional information. Isi has attempted to contact risk management to obtain additional information concerning the event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013 and no malfunction was found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion:a member of the surgical staff was reportedly burned after unplugging the light guide cable.